Manufacturer narrative:
A medtronic representative reported that the uninterruptible power supply (ups), ssd and backup battery for the imaging system were replaced. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the screen on the navigation system was black. The screen went black when it was in the hall. The representative rebooted the system and the screen launched past the logo, but then remained black. The system was rebooted again and the issue resolved. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: the manufacturer representative reported it was possible to replicate the reported issue. After booting the system up, it boots normally. However, after shutting down via the software, the system will shutdown fully, but after the reboot, it will only show the company logo and then switch to a black screen indefinitely. After a hard shutdown it powered up normally. Device evaluation: the navigation uninterruptible power supply (ups) from the main cart and navigation operating system (os) was returned to the manufacturer for evaluation. The uninterruptible power supply (ups) was tested and found to have blown fet's. All other output voltages were as expected. The cause of the issue was due to a short. The operating system was tested and inconsistent boot patterns were found. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.